Event description:
A cartridge change error was reported with the pump, and initially, no insulin drops were coming out of the tubing after filling the cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge and inspect an o-ring, but the call was dropped due to a computer freeze. The customer later completed troubleshooting and was able to resume insulin deliveries successfully, allowing the case to be closed by technical support.